Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump was dropped face down, resulting in a cracked screen and complete loss of touch responsiveness, which prevented meal announcements, insulin adjustments, shutdown, and other on-device functions; a replacement was arranged and education on data transfer, shutdown, and return was provided. Symptoms included transient infusion site discomfort associated with a steel 6 mm contact/detach infusion set, which the user reported as occasional and not ongoing. Outcomes included no impact to blood glucose, no hypoglycemia, no hyperglycemia, and no hospitalization. Investigation included collection of event details, attempts to obtain device photos, verification of serial information, shipment of a replacement unit, and confirmation of infusion set type. Investigation of this case revealed physical damage to the device display assembly consistent with accidental drop, resulting in a nonfunctional touchscreen and loss of user interface control, while infusion site discomfort was user-reported and self-limited. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to accidental impact.